Manufacturer narrative:
Coding was reviewed by a clinician on may-19-2023 with the available information about the reportable event. Updated coding: added pc ¿ anisomastia per proper codification. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 21, 2023, mentor received additional information indicating that the suspect medical device was implanted for primary breast augmentation.

Manufacturer narrative:
On march 22, 2023, mentor received additional information indicating that the patient has been scheduled for breast implant explantation surgery on (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture.

Manufacturer narrative:
On may 12, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 450cc breast implant was found to be ruptured and received in four parts. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation but is more likely to occur the longer the implant is implanted. The following may cause implant to rupture: stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. A second product was received (lot-7359767). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required.

Manufacturer narrative:
On may 12, 2023, mentor received additional information indicating that the patient was reportedly pushed by their estranged husband and they hit a bed post on their left breast, prior to the implant rupture. The patient's implants were replaced with the following devices: (left) 450cc mentor memorygel breast implant catalog: 3504501bc lot: 9626860 sn: (B)(6), and (right) 450cc mentor memorygel breast implant catalog: 3504501bc lot: 9662817 sn: (B)(6).

Manufacturer narrative:
On april 24, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Event description:
It was reported that a 40-year old caucasian female patient underwent breast prosthesis implantation surgery with two 450cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via ultrasound with a left breast lump. MRI confirmed that the patient's left breast implant had ruptured. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).